Event description:
The customer reported that they could not acquire a 12-lead ECG.

Manufacturer narrative:
(B)(4). The customer reported that they could not acquire a 12-lead ECG. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.